Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus service operation repair center (sorc), omsc presumed there was the possibility this phenomenon was attributed to the thermal fuse blowing due to aging deterioration of the subject device because it has been for more than 12 years since the subject device has been manufactured and has no history of repair. It was presumed that the lamp of the subject device did not light because the power did not turn on due to that thermal fuse blowing. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) but has not been returned to omsc. Sorc checked the subject device for evaluation and duplicated the reported phenomenon. It was found the thermal fuse failure of the subject device which caused no lighting the lamp. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the lamp of the subject device was not lit up. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.